Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this 71 y/o female patient's knee left was revised. The patient had fallen previously, and her pain had gotten progressively worse over time. The plan was a to revise the tibial components as it appeared on xray that they were loose. Upon flexing the knee up during the revision is could be seen that the cck locking screw that goes through the tibial insert and threads into the tibial stem had backed itself out and was in clear view of the operating surgeon. The screw had been coming into contact with the femoral component and had caused the issues after the patients fall. There were signs of metalosis is the joint due to the metal-on-metal reaction.